Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
The customer reported the ventilator is not switching on. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. No mains supply. Working only on internal battery. The manufacturer¿s international service technician replaced the defective power supply to address the reported problem. The unit successfully passed the required performance verification test.